Manufacturer narrative:
Cts had the customer send a copy of the (B)(4)1 log for review. When the log was reviewed, cts saw that the provue did read the barcode as (B)(4) instead of the actual sample ID of (B)(4). Cts reviewed the log file for the sample read on 6-27-2017 and the provue read the sample ID as (B)(4) and the actual sample ID was (B)(4). A service order was created ( service order (B)(4)). The customer contacted cts to cancel the service order. The customer states the issue was related to the barcode label printer not the provue analyzer and the issue has since been resolved.

Event description:
The ortho provue misread sample ID (B)(4). No incorrect or erroneous results were reported as a result of this incident. Incident 1 0f 2. (B)(4)